Event description:
Per user filed medwatch report, " datex-ohmeda cardiocap/5 monitors intermittently display incorrect spo2 saturation. Levels, 5-12% too low, leading to potential for pt treatment related to low saturation levels." Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.